Event description:
A malfunction was reported on the pump, identified with malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was informed by technical support that a replacement pump with updated software would be sent, and instructions for placing the current pump into storage mode and returning it to tandem were provided. The customer did not have a backup therapy available but acknowledged the steps needed upon receiving the new pump and understood the instructions given.